Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the reason for pump replacement was for normal battery depletion.

Event description:
Additional information was received regarding the patients past experience of being "snowed"/overdosed. The patient's mild overdose was related to the catheter being primed. The patient was monitored until symptoms resolved. The patient being "snowed"/overdosed was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving baclofen with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported on (B)(6) 2016 after the replacement and the prime the follow up healthcare professional (hcp) stated the patient was "snowed/overdosed" for a day or two. The exact cause of the issue was unknown per caller. Caller thought because they could not prove it was due to the device why the issue occurred that it was not a reportable event. No further information was provided.

Manufacturer narrative:
The previous regulatory report stated the notify and event dates were (B)(6) 2016. Additional information received indicated the true notify and event dates were (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). The pump was replaced on (B)(6) 2016. The rep first became aware of the issue at the time of the patient's implant on (B)(6) 2016. It remained unknown as to why the patient experienced being "snowed" and overdosed. The pump was infusing baclofen.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.